Event description:
It was reported that during the lens implant procedure the haptic broke while loading the lens into the cartridge due to a user/handling error. The lens required removal from the patient and thus an enlarged incision was necessary along with a suture. Another lens of the same model was implanted. No patient injury was reported. Follow-up with the customer indicated that the lens was lost and will not be returned for evaluation.

Manufacturer narrative:
(B)(4). The product was not returned for a product evaluation. The lens was lost as reported by the customer. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.